Manufacturer narrative:
(B)(6). A visual inspection of the device confirmed the reported breakage. The anchor has broken at its proximal end where it interfaces with the inserter. The dimensional assessment of the anchor confirmed it met print specifications. No root cause related to the manufacture of the devices can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During surgery a biraptor broke while the surgeon was putting into a radius at the mater private. No patient injury or other complications were reported.